Event description:
It was reported by the customer on (B)(6) 2010, that during a procedure the laser sys intermittently displays an error 409. Per the customer, every time this occurred the laser sys was powered off/on and was able to clear the error.